Manufacturer narrative:
The drill attachment was rec'd by the MFR and the complaint was confirmed. Internal components were evaluated which revealed foreign debris contamination within the device. Gritty bearings were also observed during the investigation.

Event description:
It was reported that during testing conducted by a field service technician, the device over-heated. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other consequences were alleged with this event.